Manufacturer narrative:
Surgical intervention planned for pt with a unicondylar knee implant. It appears that the surgical intervention is not device related, as it is reportedly planned to remove adhesions in the pt's knee. The poly insert may be proactively replaced during this procedure. Review of the device history record indicates the device was manufactured to specifications.

Event description:
Surgical intervention planned for pt with a unicondylar knee implant.